Manufacturer narrative:
(B)(6) was a breast biopsy reported as a papillary carcinoma. It stained negative for the ER stain which seemed unusual. This initial test result caused the pathologist some question and reported it out to clinicians as negative after consultation with other pathologists. Upon subsequent testing the sample was reported out as ER positive. The status of the patient is unknown at this time.

Event description:
Allegation that "one patient has had chemotherapy, that should not have had it and should have only had tamoxifen".